Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic bilateral inguinal hernia repair, during insertion of the mesh, the mesh disintegrated and tore into two pieces within the patient, which was detected after insertion into the patient. It was reported that the mesh looked fine prior to insertion, was not cut prior to implantation, and was used with a self-fixating method. The surgical time was extended by 30 minutes or more due to time was needed to remove the torn mesh. The mesh was retrieved, and a new mesh was opened and inserted to resolve the issue.